Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was also noted that all the conductors had blood/body fluid not obstructing and the outer insulation had cosmetic environmental stress cracking. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was also noted that all the conductors had blood/body fluid not obstructing. Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and found to have normal battery depletion. The device met expected longevity. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was also noted that all the conductors had blood/body fluid not obstructing and the outer insulation had cosmetic environmental stress cracking. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was also noted that all the conductors had blood/body fluid not obstructing. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) and two leads were returned from a funeral home with no information eight years after the date of death. Information identified in the manufacture's data base indicated the patient died approximately eleven months post the implant of the ipg system. Cause of death was requested and not received.